Manufacturer narrative:
The insulin pump was unable to prime during compromised force sensor system alarm prime test due to faulty force sensor resistor. No motor error alarm noted during testing. Motor passed motor test. Analysis was unable to verify no delivery alarm due to prime anomaly. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind. The insulin pump was unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that they received a motor error alarm. The customer's father also reported that they received a no delivery alarm as well. The customer's blood glucose was 368 mg/dl at the time of incident. The customer's father stated that the drive support cap appeared normal. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer's father stated that they were able to resolve the no delivery alarm. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.